Event description:
Customer reportedly obtained results of approx 110mg/dl and approx 35mg/dl within 5 minutes on the same device. Customer reports drinking juice in response to the low result. No adverse event reported and no treatment received. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.